Event description:
It was reported that during the implant procedure the left ventricular (lv) lead thresholds were high. The lead was removed and replaced with a different model; however, that lead dislodged while slitting. The second lead was removed and a third lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).